Event description:
The following was reported to davol via maude report mw5039700 and information provided by the patient: the patient has alleged that in 2005 he was implanted with two bard kugel hernia patches for the treatment of a double right inguinal hernia. The patient reports that he began to experience pain and was diagnosed with a recurrence in 2006 and reports rupturing his right side in 2007. On both of these occasions the patient alleges that he underwent revision procedures and each time another mesh device (unknown manufacturer) was placed over the existing mesh devices. In 2009 the patient alleges that he "lifted too much" and subsequently required another revision procedure and during this procedure a hematoma was drained and the surgeon explanted "as much mesh as possible" from the repair site. A "softer mesh" (unknown manufacturer) was placed, which currently remains implanted. The patient reports that he is no longer visiting a surgeon, he reports visiting a pain clinic for pain management with prescription pain medication since 2007. He reports that a nerve stimulator has been implanted and patient reports nerve ablation procedure every six months. The patient reports that he is disabled due to pain, as pain continues in his lower right abdomen, groin and leg. No further surgical treatment is expected.

Manufacturer narrative:
As reported the patient did not have a recurrent hernia on the left side, as initially diagnosed by the patient's doctor and does not currently have any complaints regarding the kugel patch implanted in 2005 to repair a left inguinal hernia. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the alleged pain the patient reported post implant. If additional information is obtained, a follow up MDR will be submitted. This MDR represents the bard/davol kugel patch (mesh #1) alleged to have been implanted on (B)(6) 2005 to repair the left sided hernia. Separate mdrs were sent to document the three other alleged right sided implants. The bard/davol kugel patch (mesh #2) implanted on (B)(6) 2005, the bard/davol kugel patch (mesh #3) implanted on (B)(6) 2007 and the small bard/davol perfix plug (mesh #4) implanted on (B)(6) 2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is an addendum to the initial MDR and is based on additional information provided by the patient: (B)(6) 2005 - patient was diagnosed with bilateral inguinal hernias and underwent repair with implant of two bard/davol small kugel patches, one on the left side (mesh #1) and one of the right side (mesh #2). (B)(6) 2005 - patient had an md follow up appointment with complaints of pain and was advised to follow up in one year. (B)(6) 2007 - patient had an appointment with complaints of pain and per md assessment the patient had bilateral recurrent hernias. (B)(6) 2007 - patient underwent a laparoscopic procedure with findings of a right sided direct inguinal hernia medial to the patch, however, no left sided hernia was noted. During this procedure the surgeon removed the previously placed right sided small kugel patch (mesh #2) and implanted a large bard/davol kugel patch (mesh #3). (B)(6) 2008 - patient underwent an unspecified procedure which included the surgeon "trimming" the previously placed large kugel patch (mesh #3) due to the mesh noted as "bunched up" and "one cm sticking towards the skin." Following the trimming of the patch the surgeon implanted a small bard/davol perfix plug (mesh #4) laterally to the kugel patch (mesh #3). (B)(6) 2009 - patient's surgeon informed him that he had too much scar tissue and he would not be able to attach an additional product without problems experienced. Patient underwent an unspecified surgical procedure during which a hematoma was drained and there was partial explant of the "old mesh" and the placement of an unknown patch over the opening. The patient claims that he was advised to never lift anything over 25 lbs indefinitely, that he has chronic pain in his groin area and that he is currently disabled and no longer able to perform previous job duties as well as monthly pain management visits for narcotic prescription medications.

Manufacturer narrative:
At this time, based on the information provided we are unable to determine to what extent, if any, the bard mesh implants may have caused or contributed to the events as alleged. Lot numbers have not been provided, therefore a review of the manufacturing records is not possible. Recurrence and hematoma are identified in the IFU as known possible complications. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2015-00185 for information related to the other kugel patch alleged to have been implanted on (B)(6) 2005. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / report was unable or unwilling to provide any further patient, product, or procedural details to bard.